Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot #: unknown, product type: screening device. Product ID: 3057, lot #: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that when the patient was putting on a pair of pants they bumped their device and were not sure if they moved their leads as they were now feeling stimulation in their back. The patient inquired about what to do if it hurt. The patient was advised to decrease to a comfortable level and call their clinician¿s office. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported their device was not connecting and they were unable to troubleshoot the problem on the call. The patient tried to remove their batteries and replace them to reset the device, but the patient couldn¿t get the back off. On a second call, the patient stated they had been unable to establish a connection with their ens and their controller. On a third call, the patient reported their symptoms were improved but they were trying to turn up the stimulation on their own and had attempted all troubleshooting techniques. The patient stated the settings were not available and they had to wait until monday to contact their clinician. On (B)(6) 2018 the patient stated they moved a certain way and felt something move inside their back, and the pulsation sensation moved from their pelvic area to their back. The patient stated they had trial leads on both sides, so they changed from the right to the left side, which was providing symptom control. The patient stated that there was an error message on their controller of ¿connection error; no lead attached to cable¿ and the serial number of the device. The controller asked the patient to retry, which they had done multiple times, but it did not resolve. The patient noted they would see their healthcare provider the following day to have the trial removed and permanent system implanted. It was reported that the change in therapy was sudden. On a second call, the patient repeated already reported information and noted that they were getting their trial device removed because the evaluation period was over. No further complications were reported.